Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was performed in 2009. There were three stents implanted. A 2.75 x 8 mm and a 2.75 x 15 mm promus in the rca, and another company's 2.25 x 12 mm in the 1st om. The pt returned four days later, with chest pain and it was found that all the stents had thrombosis. The thrombosis was treated with a 2.75 x 23 mm stent and a 2.5 x 28 mm stent in the right side overlapping the existing stents, and another stent was placed at the distal end of the rca. Then a 3.5 x 8 mm vision stent was placed in the 1st om successfully with no harm to the pt. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The 2.75 x 15 mm promus (lot unk), is being filed under the same MFR #.